Manufacturer narrative:
Eval: we are anticipating the receipt of the sample involved in this event. Upon receipt of sample, and completed investigation, a follow-up report will be submitted. Without the sample, there is not enough info to determine if event is due to a device malfunction or possibly a user incorrect technique. A review of our complaints database reveal no other reports on this device lot number.